Manufacturer narrative:
Occupation is lay user/patient.

Event description:
The customer received questionable results from coaguchek xs meter serial number (B)(4). At 10:56 am the customer's meter resulted in 4.3 inr. At 11:00 am the visiting nurse used a different roche meter which resulted in 3.3 inr using a different finger. The customer's therapeutic range is 2.5 - 3.5 inr. No adverse events were alleged to have occurred with the patient. The patient did not receive treatment and medication was not changed based on the meter results. The patient currently feels good. The customer had no hematocrit issues, no heparin, no direct thrombin inhibitor, no antiphospholipid antibodies, no bleeding, and no bruising. The customer mentioned he was taking new cholesterol and blood pressure pill. The suspect product was requested to be returned for investigation. Relevant retention test strips (lot 353497) were tested in comparison with the master lot coaguchek xs pt. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred.